Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the ilet was stuck on the "press and hold" screen. The device was not cracked or physically damaged. The user allowed the device to power down and used backup therapy. Once the ilet powered back on, the user resumed therapy. Blood glucose was not affected.